Event description:
It was reported that during the procedure, it was found that the energy could not be increased. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the fse proceeded to perform the replacement of the second laser cavity and after this, no further issues were identified during service, and the console was confirmed to be fully functional. It is likely that the damage to the component mentioned before could have affected the device performance, leading to the reported event. The reported low power complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, it was found that the energy could not be increased. The procedure was completed with this device. There were no patient complications.